Event description:
Reported on 07/24/2000. After deployment of the superior attachment system, the pt's bp dropped. Contra and ipsi sides were deployed. The pt's bp continued to drop. The abdomen was opened and the surgeon found a nickel size tear in the anterior wall of the aorta. The superior attachment system was cut out, and a tube graft was sewn to the lower section of the bifurcated graft and the aorta. The pt's tissue was very friable; bleeding was controlled. The pt was packed and returned later for closure. As per current info, the pt is doing well.